Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: supply assistant. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the end of the cerebral angiography, it was decided to use the angio-seal device. However, a failure was detected in the introducer, making it impossible to purge. Consequently, another device was used. No harm was reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for 'introducer and wasn't possible to purge it'. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).